Event description:
It was reported that the patient underwent an ¿open posterior lumbar fusion at the left l5-s.¿ it was reported that ¿the patient recovered from the primary symptom which was observed at only the left side of the body. The patient started complaining of numbness around right sura about one month post-op. It was confirmed that the right l5 screw had penetrated into the spinal canal, and it could cause the patient¿s right sural numbness.¿ no additional patient information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.